Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217923114 and the data files were returned and analyzed. Review of the data files showed that at least thirteen applications were performed with balloon catheter afapro28 with lot number 98526 on the date of the event and show system notice #50012 ¿the refrigerant delivery path is obstructed¿ during the first injection. The data files also showed at least 17 applications were performed with catheter 2af283 with lot number 75300 without any issue on the date of the event. Visual inspection showed the mapping catheter was intact with no apparent issues. In conclusion, there is no indication of relation of adverse event to the performance of the cryo device. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed. A pericardial puncture was performed and the effusion was drained with resolve. The patient's hospital stay was extended for 48 hours. Additionally, the console date and time were incorrect. The case was completed with cryo. No further patient complications have been reported as a result of this event.